Manufacturer narrative:
Company rep evaluated the unit and replaced spo2 connector. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported a damaged spo2 cable connector on the v series monitor, which may have resulted in loss of spo2 monitoring. No pt injury was reported.